Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) and reported high blood glucose (bg) levels. The patient indicated that he had been using the subject pump for about a week. His bg target range is 100-150 mg/dl. Ever since he started using he subject pump, the patient claimed that he was having bg's in the "200-400's" mg/dl. Prior to going to bed on (B)(6) 2012, the patient's bg level was "119 mg/dl." He reportedly woke up the next morning with a fasting bg level in the "300's"mg/dl and symptoms of nausea and fatigue. The patient denied receiving medical attention because of the alleged issue. Through a review of the pump, the patient realized that he had incorrectly programmed the pump's basal rate to "0.075 units per hour." The patient believed he should have been getting "0.750 units per hour." The patient was going to speak to his doctor's office to confirm the pump's settings. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed an elevated bg level with symptoms suggestive of severe hyperglycemia. However, the patient's injury can be attributed to possible use-error considering the pump's basal rate setting was incorrectly set by the user.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/15/2016 with the following findings: review of the black box begins on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. On investigation, the pump boots with audible & vibratory features; the display screen remains blank and does not go to the verify screen. The pump cover was removed; the display screen was replaced with a new test screen. The test screen boots to verify screen with no issues; failed display flex confirmed during testing. Investigation steps and delivery accuracy test were completed using the test display screen. The pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Investigation was unable to duplicate the complaint; the pump information for the complaint date has been overwritten. Unrelated to the original issue, the battery compartment was cracked below the bumper pad. The returned battery cap had stripped threads; test cap used for testing. This complaint is being ruled out based on the following: the alleged issue is not expected to cause or contribute to death or a serious deterioration in health, as there is no allegation that the insulin delivery function or power failed to operate properly. The user guide instructs the user to examine the pump for cracks chips or damage, and to contact the animas distributor if the pump is suspected to be damaged. Additionally, the user guide indicates that if the pump is suspected to be damaged or otherwise had its waterproof integrity compromised, it should not be used in water.